Manufacturer narrative:
(B)(4). Information was provided by the manufacturer. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The patient reported to abbott medical optics representative that she had a personalized surgery and after one month the vision was improved but now it is getting worse. The patient is seeing without contrast and cannot read from far. Date of surgery was not provided. Patient is the instrumentation technician at the surgery center. She claims that it was not oriented to the surgeon's staff that when doing a personalized surgery they need to use the conversion table and she thinks it could be the reason of her surgery results. Patient is unhappy with the results. Abbott attempted to get more information from the patient however she expressed she did not want to formalize the complaint and no more information will be provided by the her.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified.